Manufacturer narrative:
No prod was returned to assist in our investigation; therefore, we could not determine with certainty the root cause of this event. It is recommended that the wire guide should always be advanced without impedance to avoid perforation of any surrounding structures. The wire guide should always extend beyond the catheter tip to avoid perforation of any surrounding structures. This procedure may require two-dimensional echocardiographic guidance or fluoroscopic control to closely monitor the heart during placement into the pericardial space. Nevertheless, the appropriate individuals have been notified of this event and we will continue to monitor for similar reports.